Event description:
It was reported that when wound evacuator was used, a leak was confirmed. The location of the leak was currently unknown.

Manufacturer narrative:
The reported event was inconclusive. Received 1 suction evacuator tube. Visual inspection noted no obvious observations. Inconclusive as I am unable to test drain without evacuator. Water was ran through the drain tube without any leaks; however, the event is still inconclusive as I am not able to test fully without the evacuator. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when wound evacuator was used, a leak was confirmed. The location of the leak was currently unknown.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.